Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report #1627487-2018-01803, reference MFR report #1627487-2018-01807, reference MFR report #1627487-2018-01808. It was reported that the patient's drg lead eroded close to the skin. As a result, surgical intervention was undertaken (B)(6) 2018, wherein the drg lead was buried in deeper and the issue was resolved. The site of the lead erosion is unknown, therefore all the leads are reported.